Event description:
Device issue: shaft separation. Time of device issue: during the procedure. Adverse event: none. It was reported that two stents were selected to stent the left anterior descending artery, which was a long diffuse lesion. The vision stent delivery system shaft broke after it faced resistance, and the proximal shaft was found to be kinked. A fresh vision stent was taken to treat the lesion. The proximal lad was being treated with a xience v 3.5 x 23 mm stent, but it would not cross the lesion and on removal it was found to be disfigured. Another xience v stent of the same size did cross and treat the lesion. Reportedly, there were no pt effects. No additional event or pt info is available.

Event description:
Per the clinic, the patient was explanted due to extrusion of the electrodes into the cochleastomy. The patient was explanted (B) (6) 2009. Information on reimplantation was not available at the time this report was filed (B) (4).

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B) (4).